Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary non-emergency treatment. The procedure got delayed and completed after repairing the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the system did not boot up to the operation mode due to the application software issue. To resolve the issue, the fse reloaded suite pc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.